Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Oversensing of noise on the right ventricular lead was observed in clinic and via remote transmission. Programming changes were discussed. On (B)(6) 2018 the patient presented in clinic after experiencing a syncopal episode. The noise could be reproduced with isometrics. As the programming changes were ineffective in covering the noise and resulted in the patient experiencing episodes of syncope and dizziness; the lead was capped and replaced on (B)(6) 2018. The patient was in stable condition.